Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed. The customer stated that he was at the emergency room to get an MRI, and the insulin pump alarmed motor error. Ran a displacement test and the test failed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.